Event description:
The svc report shows that the nellcor puritan bennett customer support engineer (cse) discovered a non-functional audio alarm during routine maintenance. The cse inspected the device and found a broken wire on the audio alarm volume control. The cse replaced the utility harness and the unit passed extended self testing. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.